Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
On (B)(6) 2016, a (B)(6) y/o, male patient with a bmi of 29.4, underwent implantation of a insert tibia logic ps sz3 9 mm. On (B)(6) 2018, approximately 33 months post implant, the patient underwent revision due to instability.

Manufacturer narrative:
After further review of additional information received the following sections g3, g4, g7, h2 and h3 have been updated accordingly. (H3) upon review of all available information, there is no evidence to suggest that a design or manufacturing issue caused or contributed to this event. The reported revision was likely the result of underlying patient factors, which led to instability of the joint. Per IFU# 700-096-004 instability is a known complication following total knee replacement surgery and is multifactorial in nature. Instability is listed as a potential adverse event associated with total joint replacement surgery in the product IFU (700-096-004). As noted in why are total knee arthroplasties failing today¿has anything changed after 10 years? (Sharkey, p. L. (2014s, september). The journal of arthroplasty, 29), instability is in the top five reasons for that account for approximately 85% of total knee revisions (7.35% of revisions are for instability).

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
" D10: 02-010-01-0330 - logic femoral ps cem right sz 3, 02-012-41-3030 - logic tibia traptray cem sz 3f/3t, 200-02-32 - three peg patella 32mm. This follow-up report is being submitted to relay additional and/or corrected information. The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The reason for the revision reported cannot be determined from the available information but may have been reported at this later time due to inclusion of one of the implanted devices in the packaging recall. However, the reported prosthesis wear and instability could not be confirmed and potential contributions of user, or patient-related considerations to the event could not be assessed as no images or radiographs were provided, relevant clinical information was not provided, and the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly."